Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The emerge balloon catheter was selected for percutaneous transluminal coronary angioplasty. During the procedure, there was significant resistance between the devices. The balloon catheter could not be withdrawn and was subsequently removed from the body along with the guidewire and guiding catheter. The procedure was completed with another of the same device. The patient was stable and no complications were reported.